Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/23/2014). The lay user/patient¿s meter and test strips have been returned on 08/01/2014 and 08/22/2014 respectively and evaluated by lifescan product analysis on 09/19/2014 and 09/22/2014 respectively with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. Additionally, the meter was found to have spc pin 1 lifted high. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.